Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11802. It was reported st elevation with hypokinesis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) along with a watchman ® laa closure device & delivery system (wds) were used. St elevation was noted which resolved after 5-7 minutes. The closure device was deployed and on the echocardiogram the physician noticed a small filament protruding from the tip of the was; most likely the inner liner and not foreign material. The closure device was quickly released and implanted. The wds and was were removed from the patient and the was visually inspected. The filament was confirmed through visual inspection. Also during the procedure, the patient experienced right side hypokinesis. The hypokinesis was still improving. The patient was stable.